Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, the patient went to the hospital on (B)(6) 2017 because she felt dizzy. Upon device interrogation, ventricular lead impedance measurement saturated at 3000 ohms was observed. Nevertheless, x-rays did not reveal any anomaly. As a result, the physician decided to reprogram the pacing mode to aai. During the follow-up performed on (B)(6) 2019, no statistics were available and aida memories were empty. The physician reprogrammed the pacing mode to aair. Upon interrogation on (B)(6) 2020, the pacemaker was found operating in aai, though the patient indicated that he had not attended another follow-up in-between. Again, no statistics were available and the aida memories were empty. The physician reprogrammed the pacing mode to aair.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, the patient went to the hospital on (B)(6) 2017 because she felt dizzy. Upon device interrogation, ventricular lead impedance measurement saturated at 3000 ohms was observed. Nevertheless, x-rays did not reveal any anomaly. As a result, the physician decided to reprogram the pacing mode to aai. During the follow-up performed on 30 december 2019, no statistics were available and aida memories were empty. The physician reprogrammed the pacing mode to aair. Upon interrogation on (B)(6) 2020, the pacemaker was found operating in aai, though the patient indicated that he had not attended another follow-up in-between. Again, no statistics were available and the aida memories were empty. The physician reprogrammed the pacing mode to aair.

Manufacturer narrative:
Preliminary analysis revealed that the pacing mode was not reprogrammed to aair during device interrogation dated 30 december 2019 due to an (unintended) user action.

Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, the patient went to the hospital on (B)(6) 2017 because she felt dizzy. Upon device interrogation, ventricular lead impedance measurement saturated at 3000 ohms was observed. Nevertheless, x-rays did not reveal any anomaly. As a result, the physician decided to reprogram the pacing mode to aai. During the follow-up performed on (B)(6) 2019, no statistics were available and aida memories were empty. The physician reprogrammed the pacing mode to aair. Upon interrogation on (B)(6) 2020, the pacemaker was found operating in aai, though the patient indicated that he had not attended another follow-up in-between. Again, no statistics were available and the aida memories were empty. The physician reprogrammed the pacing mode to aair.